Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the cause of the reported heart transplant could not be conclusively determined through this evaluation. The account reported that the patient underwent a transplant on (B)(6) 2020. A cause for the patient¿s transplant was not reported. The pump was not returned for evaluation. Multiple requests for additional information regarding the cause for the transplant were submitted to the account; no further information was provided. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system and the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through the patient outcome, the patient underwent transplant. Additional information was requested but not provided.